Event description:
It was reported that the pump battery could not be charged. There was no adverse impact on the customer's blood glucose level. Technical support instructed the caller on troubleshooting steps, including trying different charging methods, but none resolved the issue. Consequently, technical support arranged to replace the pump, and the customer planned to use multiple daily injections as a backup therapy.